Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that the pump was not dropped or bumped. The customer could not recall any significant event leading to the malfunction. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces; unable to perform the displacement test due to no button response. No button error alarm during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. The insulin pump was missing the end cap sticker.